Event description:
The pt was being fed through a gastrostomy tube using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 80-100 ml/hr. One liter was delivered in 1-3 hours. There was no illness, injury or medical intervention resulting from the event. One pt involved.